Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2011-03252, 05505.

Manufacturer narrative:
Evaluation results: the lead anchor was received with a crack in the silicone overmold near the proximal suture hole. The lead anchor was exercised between the locked and unlocked position, and functionally tested on a lab lead. The lead anchor functioned as designed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.